Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had an irritation under the right electrode. The patient reported that the garment was too tight and was rubbing him raw. A distributor representative reported that the area was infected and may have been open, but could not confirm because the nursing staff put a dressing on the irritation. The patient also reported putting cream on the irritation. Follow-up indicated that the irritation had improved.